Manufacturer narrative:
Concomitant products: product ID: 8711, lot# j11492r30, implanted: (B)(6) 2003, explanted: (B)(6) 2016, product type: catheter. (B)(4).

Event description:
Information was received from a consumer with an implantable drug infusion pump indicated for non-malignant pain and failed back syndrome - other. The pump contained dilaudid and an unknown brand of morphine both at unknown concentrations and doses. It was reported the patient's pump and catheter were removed on (B)(6) 2016. The patient stated she was disabled and her family member (son) had been watching her. The patient stated her health care provider (hcp) changed the medication from dilaudid to morphine in the pump about 6 months prior to report. The patient stated as the hcp upped the morphine dosage, the patient didn't get much relief as she should have and spoke to the physician assistant and asked if it was a possibility the pump wasn't working. The patient stated the hcp did a dye test in 2016 (unknown exact date); the catheter was okay. The patient stated she still didn't feel it was working right and elected to just have the pump removed. The hcp told the patient after removal that the catheter was long and moved up to her left side halfway up to her breast and said they had never seen anything like it. The catheter had a bunch of kinks, and they had to make an incision in her left side and back to get it all out. The pump was still running and they were surprised it still had morphine in it and refused to give the patient anything for withdrawals. The patient stated she started having withdrawals and convulsions after the surgery in the evening of (B)(6) 2016 for 2 days. The patient went to the bay area hospital by ambulance on (B)(6) 2016, and they called the hcp and said that the patient shouldn't have been having withdrawals because the pump was empty for two weeks; patient stated that wasn't true. The patient had to put up with the convulsions until they stopped on her own. The patient stated the emergency room (ER) gave her one dose of IV morphine. She was very weak after all that and was still not back to herself. Her appetite wasn't back, lost 10 lbs, was still achy, didn't eat the way she used to, her legs were very weak, and everything had changed. The patient stated her primary care provider was useless, and she had a doctor who prescribed her oral pain medications. She was taking oral morphine 60 mg tablets 3x/day which was suggested by the prior hcp. The patient was also taking oral percocet 10 mg 3x/day as needed for the pain, and she was in pain all the time. The patient went in monthly. The patient stated she was injured on the job years ago as a nurse which was a pre-existing condition before the pump and the reason for the pump. There wasn't anything that would take away the pain fully. The patient felt her current symptoms were a result of her convulsions. It was unknown why the pump was empty per the hcp. The results of the dye study showed contrast in the intrathecal space. The hcp stated there was no migration. The hcp stated "catheter relief loop pulled and kinked." It was unknown if the convulsion/withdrawal symptoms were resolved.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.